Manufacturer narrative:
The cool line catheter in complaint was returned to zoll for evaluation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient with a head injury underwent ivtm therapy using a cool line catheter (lot # 163408). About 3 days after the initiation of the treatment, during the maintenance phase at 36.5 °c, the thermogard console displayed an "air trap" alarm. Following the alarm, the console went into standby mode, and the 500-ml saline bag was observed empty. There was no saline observed around the console or the tubing of the start-up kit (suk). A catheter leak check was performed following the zoll's new IFU criteria. Blood was noted flowing into the suk tubing, and the customer indicated that the cool line catheter was leaking. About 200-ml to 230-ml saline infusion into the patient's bloodstream was suspected. The catheter and suk tubing were replaced, and the alarm cleared. The same thermogard console was used to continue and complete the treatment. Upon completion of the treatment, the console was placed back on the floor for future clinical use. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's reported complaint of a leak from the cool line catheter (lot # 163408) was confirmed during the functional testing of the returned catheter. A leak was observed at the proximal end of the distal balloon during the functional pressure leak test. The root cause of the leak was a cut at the proximal end of the distal balloon. Under the microscope, the cut appeared to be a small, straight, and clean line, measuring 0.76 mm. The root cause for the cut was a latent material defect. Visual inspection of the returned catheter was performed. The catheter shaft was observed kinked at the distal end of the manifold. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. No other physical damage was observed on the catheter. A functional leak test was performed, and all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter, a leak was observed at the proximal end of the distal balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the following process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the cool line catheter with lot number 163408.